Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to stimulator not working were that the stimulator was for pain in patient's left leg. After having a new knee, patient did not use the stimulator. The device was turned off because patient did not use it and it started to make their left leg jump when it was turned off. The battery was removed and the issue is resolved. Patient's weight was (B)(6) on (B)(6) 1917 (2017) when the battery was removed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the correct date of explant is (B)(6) 2017 not 1917. The cause of the stimulator making their left leg jump was unknown even after she spoke to the doctor about it. Since she was not using the device anyways, the hcp decided to remove the device and the issue was resolved. Patient did not have the contact info of the explant hcp but stated that it is her urologist in (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intact pain (trunk/limbs). It was reported that the patient still had the device in their body however it was no longer working and the battery was shut down last year. No symptoms were reported. No further complications were reported/anticipated.